Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the centrimag 2nd generation primary console causing motor noise and m4 alarms was not confirmed. The centrimag 2nd generation primary console was not returned for analysis. Additional provided information communicated on 11jan2023 stated that the serial number of the console was not provided by the client and is not available. Provided information stated that the console was not exchanged. The reported event could not be correlated to an issue with the console. The 2nd generation centrimag system operating manual section 4 entitled "warnings & precautions" warns "one additional 2nd generation centrimag primary console, motor and flow probe are required as backup system in the immediate vicinity of each patient whenever the centrimag or pedivas blood pump is used. The backup console must be connected to the backup motor and to the backup flow probe, have a battery charge sufficient for at least one hour of operation, be connected to ac power (except during transport) and be immediately available should the main console, motor or flow probe experience a malfunction." The 2nd generation centrimag system operating manual section 10 entitled "emergency and troubleshooting" states that "the recommended practice whenever there is a 2nd generation centrimag primary console or motor malfunction is to replace the console and motor as a set. Remove the blood pump from the malfunctioning motor and console and place the blood pump in the backup motor and console to continue patient support. Do not exchange individual motors or individual consoles during patient support." The 2nd generation centrimag system operating manual section 12.1 ¿appendix I ¿ console alarms and alerts¿ table 16 details how to properly interpret and troubleshoot all system alarms including m4 alarms. The device history records were unable to be reviewed due to the serial number of the console not being provided. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that before starting patient support and during extracorporeal membrane oxygenation (ECMO) transport the centrimag motor made a noise and began to rattle with an m4 alarm. This occurred when starting the unit and increasing the rpm. As the rpm was increased the noise increased. The healthcare providers immediately switched to the backup motor and the issue resolved. The console was not exchanged and there were no consequences to the patient. Related MFR report #: (B)(4).